Event description:
The facility stated a silicone lens model aq2010v was damaged upon receipt. The surgeon had examined the lens under the microscope and decided not to use the lens. The lens was not implanted and there was no patient injury.

Manufacturer narrative:
Evaluation results: results - (other): visual inspection of the lens showed evidence of surgical residue which indicates an attempt to implant the lens. The optic and haptic were torn.